Event description:
It was reported that a perforation occurred. A greenfield filter was implanted on (B)(6) 2014. On (B)(6) 2019 the patient was admitted to the hospital with abdominal pain and bloating. It was noted that a perforation had occurred. The filter strut was perforating through the vena cava into the duodenum. On (B)(6) 2019 the patient underwent surgery to have the filter removed. The filter was successfully removed, but there was one strut that could not be retrieved and remains embedded in the caval wall of the patient. No further patient complications were reported.